Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of bupivacaine at 2.56mg/day, an unknown concentration of fentanyl at 5.25mcg/day, and an unknown concentration of dilaudid at 5.21mg/day for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient's pump would be revised for the 5th time. It was reported the pump was sticking sideways out of their stomach. The patient reported there was a flap of skin and it kept getting infected under the skin. No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump sticking sideways was a surgical structural problem. It was reported that the patient will need pump refills under fluoroscopy guidance from now on. The pump sticking out sideways has not been resolved. No further complications were anticipated/reported.